Event description:
Product applied to legs and buttocks. Developed a burn on the inside of legs and the buttocks area developed big blisters. Went to ER and was treated with dressings and had to see someone from wound center. Treatment with silvadene. Change bandage 3 x a day.

Manufacturer narrative:
No lot number was provided. A review of the complaint data revealed no significant adverse trends for complaints of this nature involving this product. Complaint trends will continue to be monitored.